Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged. Fluoroscopy was performed which confirmed the lead dislodgement. The rv lead had also failed to capture and exhibited reduced r-wave sensing measurement. The lead was explanted and replaced. The patient was in stable condition.